Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). The patient had elective mitral valve repair six days prior and stayed in the hospital looking well until overnight. The started to have decreased urine output and was transferred to cardiovascular intensive care unit. The patient required increasing chemical support and had brief a code in the unit. The decision made to place the impella cp device, which was successfully completed. While in the catheterization lab the right ventricle was assessed, and a decision was made to place biventricular support (impella rp flex). Soon after the implant the physician had concerns regarding perfusion to the right leg (impella cp leg). Limb ischemia was indicated and the impella cp device was explanted and replaced with an impella 5.5 device for continued bipella mcs. Now on impella 5.5 and impella rp flex, the following day the staff was still unable to get a doppler pulse on the lower extremities. The patient was continued on bipella support and continuous renal replacement therapy (crrt) was started. The next day an amiodarone drip was started due to tachycardia. A neurological assessment was completed the day after and there was no movement noted in the extremities. Two days later, the patient expired. Care was withdrawn.

Manufacturer narrative:
Medical safety reviewed the event and noted it appears arterial flow was being occluded associated with limb ischemia on the impella cp., which appeared to be an unresolved issue (no information of resolution achieved) and is the leading issue associated with the patient's demise outcome. Neuro assessment noted no movement in extremities (no stroke diagnosis), and it appears the issue is most likely due to the limb ischemia. Arrhythmic event involving the impella rp flex and impella 5.5 occurred and appeared to have been resolved with amiodarone (this is a serious injury for the impella 5.5 and impella rp flex). The impella 5.5 is one of three devices associated with the event. Note the following: -refer to manufacturing report number 1220648-2025-28230 for the report on the impella cp. -refer to manufacturing report number 1220648-2025-28235 for the report on the impella rp flex. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vt/vf has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 investigation findings and investigation conclusions codes were erroneously entered on the initial manufacturer device report number 1220648-2025-28237. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28237.